Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was able to verify and duplicate the reported issue. It was determined that the main pcb was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a backup audible alarm post during patient run. There were unknown adverse patient health effects.